Event description:
It was reported that an arrest occurred a while after the connection, followed by another arrest when the lead impedance was measured to check the device condition. Because the cause could not be identified, the reported device was replaced by a same model device, and the procedure was completed. The postoperative device check showed no issues with the lead impedance and so on. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis revealed analysis was performed and no anomalies were found.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.